Event description:
The technician alleged the brake pedal would set but the brake caster would not hold. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.